Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 with high blood glucose of 600 mg/dl and the current blood glucose was 125 mg/dl. Customer treated high blood glucose with the insulin pump. The drive support cap was damaged and hey are unsure if it is protruded, loose, sticking out or flush. Based on customer report customer does not allege pump was under delivering. Customer stated that, the insulin pump should be replaced. The device will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. The drive support disk was inspected and no anomaly was noted. Device received with cracked case at display window corners. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. (B)(4).